Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm was loaded correctly, but when surgeon attempted to deploy into the aorta, the seal stayed in the delivery tube. The surgeon suggested it may have been user error. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded correctly, but when surgeon attempted to deploy into the aorta, the seal stayed in the delivery tube. The surgeon suggested it may have been user error. The hospital did not report any patient effects. Updated information 03/08/2017: there are a total of 5 complaints.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly remained in the loading device. The slide locks were dis-engaged and the white plunger was not depressed on the delivery device. The seal and tension spring assembly were taken out from the loading device for inspection. The seal was observed to show no signs of cracks/delamination. The following measurements were taken; the inner delivery tube was measured at .197in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received conditions of the device, the reported complaint for "failure to deploy" was not confirmed but was confirmed for "failure to load".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was loaded correctly, but when surgeon attempted to deploy into the aorta, the seal stayed in the delivery tube. The surgeon suggested it may have been user error. The hospital did not report any patient effects.